Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay. The customer reported a false positive result with the ID now covid -19 assay performed on (B)(6) 2021 on a direct nasopharyngeal swab. Per the customer, the sample was collected approximately one hour prior to testing. Repeating testing was not performed .rt- pcr confirmation testing on nasopharyngeal and oral swab generated negative results. The customer stated the patient was not symptomatic but presented due to an accident (fracture on right little finger). As per the customer, patient was in the isolation ward while waiting for the results for the rt-pcr results. The customer confirmed there was no delay or impact in the patient's treatment or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1018903, test base part number 190-430 / lot: 1018903. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018903 showed that the complaint rate is (b)(5). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.